Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 11.9 mmol/l and 11.2 mmol/l (mobile system 1) and 3.0 mmol/l (mobile system 2). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded and are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system 2. (B)(6).